Manufacturer narrative:
The customer replaced the cuvette washer dry tip and performed troubleshooting. The field service representative (fsr) inspected the instrument, performed troubleshooting, and observed the dry tip had been incorrectly installed which damaged the cuvette segment during cuvette washing. The fsr resolved the issue by correctly replacing the cuvette dry tip and cuvette segment. No additional discrepant result issues have been reported since the service activity was completed. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer observed discrepant results on the architect c8000 processing module. The following data was provided. Patient 1 sid (B)(6). Female, not pregnant, date of birth (B)(6) 2006. Magnesium: initial result <0.6 mg/dl, same sample repeated on a different analyzer generated a result 1.4 mg/dl. Reference range 1.6 - 2.4 mg/dl. The patient was in the emergency department and the physician called to question the result. The customer stated the patient was given 4g bolus of magnesium. The customer is not aware of any resulting harm and the patient was discharged. Patient 2 sid (B)(6). Male, date of birth (B)(6) 1998. The patient was admitted to ICU for seizures and other complications. Sodium: initial result 104 meq/l (reference range 136 - 145 meq/l). Potassium: initial result 2.8 meq/l (reference range 3.5 - 5.1 meq/l). Chloride: initial result 81 meq/l (reference range 99 - 109 meq/l). The patient was given 3% sodium chloride bolus after the initial values were generated. The patient was then redrawn and results on a different analyzer were normal (see values below) which was unexpected so the physician questioned the initial results. Sodium: redraw result on different analyzer 143 meq/l. Potassium: redraw result on different analyzer 3.8 meq/l. Chloride: redraw result on different analyzer 109 meq/l. The customer is not aware of any resulting patient harm. The patient remains in ICU for treatment of presenting symptoms. Patient 3: sid unknown. Sodium: initial result 111 meq/l, repeat result 137 meq/l (initial result not reported). Reference range 136 - 145 meq/l. No impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant results on the architect c8000 processing module. The following data was provided. Patient 1: sid (B)(6). Female, not pregnant, date of birth (B)(6) 2006. Magnesium: initial result <0.6 mg/dl, same sample repeated on a different analyzer generated a result 1.4 mg/dl. Reference range 1.6 - 2.4 mg/dl. The patient was in the emergency department and the physician called to question the result. The customer stated the patient was given 4g bolus of magnesium. The customer is not aware of any resulting harm and the patient was discharged. Patient 2: sid (B)(6). Male, date of birth (B)(6) 1998. The patient was admitted to ICU for seizures and other complications. Sodium: initial result 104 meq/l (reference range 136 - 145 meq/l). Potassium: initial result 2.8 meq/l (reference range 3.5 - 5.1 meq/l). Chloride: initial result 81 meq/l (reference range 99 - 109 meq/l). The patient was given 3% sodium chloride bolus after the initial values were generated. The patient was then redrawn and results on a different analyzer were normal (see values below) which was unexpected so the physician questioned the initial results. Sodium: redraw result on different analyzer 143 meq/l. Potassium: redraw result on different analyzer 3.8 meq/l. Chloride: redraw result on different analyzer 109 meq/l. The customer is not aware of any resulting patient harm. The patient remains in ICU for treatment of presenting symptoms. Patient 3: sid unknown. Sodium: initial result 111 meq/l, repeat result 137 meq/l (initial result not reported). Reference range 136 - 145 meq/l. No impact to patient management.